Event description:
An error in the non-anchored ob measurement transfers to the ob report page when image is unfrozen was reported. This error is included software version 3.0, which is currently in commercial distribution.